Manufacturer narrative:
The reported malfunction was observed and attributed to faulty battery terminals on the battery board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriately displayed an "install batteries" message. Complainant indicated that there was no patient involvement in the reported malfunction.